Manufacturer narrative:
Prismaflex st150 set has been temporarily approved for use in the us under emergency use authorization eua (B)(4) to deliver crrt to treat patients in an acute care environment during the covid-19 pandemic. Should additional relevant information become available, a supplement report will be submitted.

Event description:
It was reported that the "pre-filter membrane" of a prismaflex st150 set was observed to be "ruptured" and leaked during continuous renal replacement therapy. A high pressure alarm was triggered on the machine in use. The volume of blood loss was not known. There was no report of medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Additional information: h6 and h11. H11: the actual device and picture was not available. This component is manufactured and assembled by vantive internal suppliers. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The reported condition was verified. The cause of the pod defect was determined to be related to supplier manufacturing. Two (2) nonconformance records have been opened to address this issue. Should additional relevant information become available, a supplemental report will be submitted.